Manufacturer narrative:
Covidien reference # : (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported on medwatch (B)(4), that during a pelvic exenteration and cystectomy the blade of the device was sticking and then it became bent when opening the jaws. There was no patient injury. The device was returned for evaluation with the knife blade protruding from the jaws.